Event description:
It was reported by the customer that a bd pyxis¿ es server all stations were lagging. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-dec-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was lagging in the process of time. A technical support specialist stated that the facility underwent an upgrade from version 1.5 to 1.6. The server was successfully upgraded to version 1.6 (es3894779app-es16 9, v1.6.1) at ip address 10.60.102.223, while all affected stations initially remained on version 1.5. The upgrade team completed the station upgrades. The customer confirmed that the upgrade to version 1.6 resolved the issue. The system functioned as intended after the technical support specialist troubleshot the device.